Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During resuscitation of a patient in cardiac arrest, x-ray was sporadically blocked. After resetting the acquisition control unit (acu), the message "signal ready" was displayed. After only a few seconds, the system failed again. A new reset was initiated, but was unsuccessful. The patient was safely removed from the system and transferred to an alternate system to continue the procedure, however, resuscitation efforts were not successful and it was reported that the patient passed away.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Since the highly sporadic error in our own investigation did not lead to a definitive cause of error, the returned part was forwarded to its manufacturer. The component was subjected to an extensive endurance test. Unfortunately, the manufacturer was also unable to make a reliable statement regarding the cause of the error. Therefore, the root cause could not be determined. There is no known general, systematic error, which is why the very sporadic error is classified as a malfunction without detectable error accumulation. In addition, a doctor was consulted regarding the reported event. The investigation showed that the patient had already been admitted with a heart attack and could not be revived despite resuscitation. The affected part has been exchanged by the local service organization and the error mentioned in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.